Manufacturer narrative:
The device was returned to olympus. And the evaluation found, scratches on charge-coupled device lens. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The camera head exhibited scratches on charge-coupled device lens. There was no patient involvement.